Manufacturer narrative:
Additional information was received that the patient was seen in clinic. The rv lead exhibited noise with patient isometrics. Upon review of stored episodes, noise and oversensing was observed. A lead fracture was suspected. A revision procedure was performed. Upon removal of the device from the pocket with the lead still connected, manipulation by the pin and suture sleeve resulted in noise. The rv lead was successfully explanted and replaced. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Laboratory analysis confirmed the clinical observations. The lead was returned in two segments. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted that the rate/sense coil was fractured 32.9 to 32.4cm from the distal tip or 26.1 to 26.6cm from the is-1 terminal pin. Analysis noted that the suture sleeve location is approximately 21.2 to 23.2cm from the is-1 pin. Analysis concluded that the fracture was consistent with a fatigue fracture.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 2,000 ohms. Boston scientific technical services (ts) discussed troubleshooting options with a health care professional (hcp). No adverse patient effects were reported.